Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as it decreased from 80% to 66% in a one year time period. It was also mentioned by the field representative that the decrease in the device battery could likely be normal battery behavior as the expected decrease is approximately 13-14% per year. A request was made to have data from this device analyzed. Data analysis has not yet been completed as the data provided by the field was noted to be old and new data was requested, however, the new data has not yet been provided for analysis. The device remains in service. No adverse patient effects were reported. Additional information provided indicates that the new data was requested to the clinic, however, it was mentioned that the device data will be sent for analysis at the next routine follow up in approximately three months time. Information provided indicates the patient was seen remotely in (B)(6) 2021 and the battery was at 66% remaining. Then, an in-clinic follow up was performed on (B)(6) 2022 and the battery was at 63% remaining. Therefore, the clinic is satisfied with the battery behavior and it was mentioned that analysis from engineering is not required. The device remains in service.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as it decreased from 80% to 66% in a one year time period. It was also mentioned by the field representative that the decrease in the device battery could likely be normal battery behavior as the expected decrease is approximately 13-14% per year. A request was made to have data from this device analyzed. Data analysis has not yet been completed as the data provided by the field was noted to be old and new data was requested, however, the new data has not yet been provided for analysis. The device remains in service. No adverse patient effects were reported. Additional information provided indicates that the new data was requested to the clinic, however, it was mentioned that the device data will be sent for analysis at the next routine follow up in approximately three months time.